Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed and was not detected on the bus. The customer attempted troubleshooting with reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) performed a troubleshot and visual inspection and found the row board cable loose. The cable was reseated, testing was resumed, and no further issues were noted. The system functioned as intended after the field service engineer resolved the issue.